Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture has been found from the right implant". Healthcare professional later reported "several small colonies with a bright signal in the liver, which could be, for example, a cyst¿. The device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Physician reported right side "breast pain."

Event description:
Patient reported right side "rupture has been found from the right implant". Healthcare professional later reported "pain". Also reported "several small colonies with a bright signal in the liver, which could be, for example, a cyst¿ which is not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, g2, h6.